Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient had sores under the front electrode under her right breast. There was no alleged device malfunction. The patient's doctor recommended she use hydrocortisone cream and a bandaid. During a follow-up it was reported that the irritation was healing.